Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump eligibility for field correction, provided pump reset instructions, assisted caller in successfully resetting pump, and advised caller to continue using pump and to call back if malfunction recurred, which caller acknowledged and understood.